Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed an overload fault error and would not reboot. There was no patient injury or death reported.